Manufacturer narrative:
Received one used sample was dissembled and we confirmed stick down condition in the top seal, also visible seal damage inside the clave, including what appears to be slitter damage, no additional damage or abnormally were observed. The reported complaint of leaking from PICC line where j-loop is connected to the clave is confirmed. The probable cause is typical of slitter damage during assembly in manufacturing.

Event description:
The event involved a 7" (18cm) appx 0.24ml, smallbore pressure infusion (400psig) ext set w/microclave¿ clear, purple clamp, rotating luer. It was reported that there was leaking from peripherally inserted central catheter (PICC) line where j-loop is connected to the clave. It was also noted that the rn notices wet spot on the infant¿s bed & moved the infant-to-infant seat to clean the sheets of that the rn thought was spilled sterile water from gt cleaning, and after this the rn checked on the infant and noticed that the seat was also wet with clear fluid. There was patient involvement and no patient harm, not patient involvement.